Event description:
Revision surgery, reason unknown.

Manufacturer narrative:
Encore received a request to ship parts to the hospital to replace those used in surgery. Encore is currently pursuing additional information on the event, and will submit any new information when it is received.